Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, r.n., reported that the internal blood leak was noted immediately when the hd treatment was started. The rn reported that there was no damage noted to the dialyzer. The leak was visual in the fibers. Blood test strips tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was (B)(6). There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies the following day. The complaint device is not available for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, r.n., reported that the internal blood leak was noted immediately when the hd treatment was started. The rn reported that there was no damage noted to the dialyzer. The leak was visual in the fibers. Blood test strips tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies the following day. The complaint device is not available for investigation.